Event description:
A cartridge alarm 20 was reported. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support confirmed the consecutive cartridge alarms and arranged to replace the pump. The customer planned to use a backup insulin pump and received instructions for returning the problematic pump. A replacement pump was sent by tandem, and the customer indicated understanding of the steps required upon receiving it.